Event description:
The physician performed an arteriotomy closure with the closer tsl 6 fr. Device in 2001. The following day, the pt developed a hematoma. Compression was unsuccessful. Two days after the original procedure, the hematoma had continued to grow and the pt's hematocrit fell to 17ml/dl. A vasular surgeon was consulted and the pt was taken to surgery the same day. The artery was repaired with a patch graft. The pt recovered without further delay.